Event description:
It was reported a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. At the time of the call with tandem-technical support, the customer had not yet treated the bg. The customer reverted to an alternate method of insulin therapy.